Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 120130: (B)(6) stems produced and released on (B)(6) 2012. No anomalies found. To date, all stems of the lot have been sold without any similar issue. On (B)(6) 2015, the medical affairs director made the following analysis: the stem appears to be implanted correctly, although radiographic signs of loosening are apparent. They are well distributed along the stem, which is compatible with a possibility of infection, reportedly, investigation is ongoing but at revision there were no evident signs of acute infection. I can see no specific reason for this loosening. According to the report, the stem was easily extracted and there was no osseointegration.